Manufacturer narrative:
Patient initials: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during posterior l3-l5 spinal fusion surgery using matrix spine system on (B)(6) 2016, there was an issue with a holding sleeve. When the surgeon was on left side in l5 implanting screw with holding sleeve (long), the retaining sleeve interfaced with screw head and screw was dangling. When surgeon pulled out the screw, screw was found damaged and a thread is hanging off of the screw. A second screw was implanted using the same holding sleeve and the holding sleeve interfaced with screw head and when the surgeon pulled out the screw, screw was found cracked. Then the third screw was implanted using the second holding sleeve and the procedure was completed successfully. There was surgical delay of fifteen (15) minutes. There were no fragments generated and both screws were removed easily. Patient status is reported as stable. Upon investigation after the surgery, it was found that the threads on second sleeve were damaged. Concomitant devices reported: holding sleeve-long for matrix (part 03.632.036, lot unknown, quantity 1). First sleeve which was used with first and second screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that during an l3-l5 fusion procedure utilized the matrix spine system, the surgeon experienced difficulty inserting a pedicle screw into the left side of the l5 vertebra. Two screws and two holding sleeves were damaged attempting to insert a screw at the location. The procedure was able to be completed successfully after a 15 minute surgical delay. The returned devices were examined and in each instance the complaint conditions were able to be confirmed. Parts 3-4: holding sleeve - long (03.632.036 lots 7492388/6972477) the returned matrix holding sleeves (03.632.036) were examined and the complaint conditions were able to be confirmed in each instance. The threaded tip for lot 7492388 was found to be cracked, but intact, and the threaded tip for lot 6972477 was found to be missing a segment for the distal-most thread (approximately 2.75mm x 1mm x 0.5mm ¿ calipers ca94). No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4), packaged by: (B)(4). Manufacturing date: november 06, 2012. Part 03.632.036, lot 6972477: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Previously reported concomitant device, no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon visual inspection of returned device by the manufacturer it was noted the first holding sleeve which was used with first and second screws had damaged thread tip. Device will be assessed as part of the complaint and is no longer considered concomitant. This is report 1 of 2 for (B)(4).